Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the arm on (B)(6)2026. On (B)(6)2026, the cgm reading was 45 mg/dl, and the blood glucose reading was 501 mg/dl. The patient experienced visual disturbances, stating that her eyes felt "magnified," as well as confusion and disorientation, and was brought to the hospital by their husband. When a fingerstick was taken at the hospital the blood glucose reading was 572 mg/dl. The patient experienced diabetic ketoacidosis and was treated with intravenous fluids, 18 units of insulin, and a magnesium supplement. Multiple blood tests were done. No further medication was reported and the patient was discharged the day after the event, after spending more than 24 hours at the hospital. At the time of discharge the cgm reading was 143 mg/dl, and the blood glucose reading was 127 mg/dl. There was no documentation of further medical evaluation or intervention. At the time of the report the patient was stable. Data has been requested but is pending evaluation. A follow up report will be submitted upon completion. No additional event or patient information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia and/or diabetic ketoacidosis.